Manufacturer narrative:
The device history records were reviewed and confirmed that the lot met all release criteria. The sample was also evaluated. It appears that the catheter was subjected to external force, damaging both the catheter shaft and the distal marker band. Based on the DHR review and the sample evaluation, there does not appear to be a manufacturing related cause to this event. It was reported that a 3cc syringe was used for inflation of the balloon when this event occurred. The device was used catheter is recommended for use in pta of the iliac and femoral vessels. Bard does not recommend the use of this product for procedures other than those mentioned above. Inflation pressure must be monitored during the dilatation procedure. Use of a pressure gauge is recommended. Caution: do not exceed the pressure rating recommended for this device. Balloon rupture may occur if the maximum rating is exceeded.

Event description:
It was reported that the balloon ruptured and a portion of the balloon remains within the patient. The patient is doing fine.